Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. See manufacturer¿s report #3004209178-2016-10065 for the other patient¿s device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that when they came out after the implant surgery for their implantable neurostimulator (ins) the leads ¿were not working¿. The patient had to wait for authorization before anything could be done and as a result they had no stimulation therapy from (B)(6) 2015 until (B)(6) 2016 when they ¿changed the whole thing¿. It was noted that the manufacturer¿s representative had set up the adaptive stimulation. The indication for use for the implanted device was noted non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.